Event description:
It was reported that the right ventricular (rv) lead had high impedance and had a possible fracture. A lead replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated a lead impedance out of range alert, the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) of (B)(4) lifetime ventricular sic (v-sic) are recorded beginning (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for impedance and v-sic. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Maximum ventricular pace impedance rises from 855 ohms the week ending (B)(6) 2014 to greater than 4000 ohms the week ending (B)(6) 2014. There are 5 "lead failure predictor" events of less than 220 ms v-v cycle recorded on (B)(6) 2014.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).